Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the touchscreen was broken. There was a small deviation between the stylus and the cursor on the screen. It was also noted that the lower hinge plate was broken, the lower bullets were broken, left and right keyboard hinges were broken, nylon spacer was broken, cut in the power cord but the power cord was working correctly, there were errors in the software history and the handle required update. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it was observed during servicing the programmer touchscreen was broken. The device was returned to service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.